Manufacturer narrative:
Findings: no frozen screen noted. Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer said that the device is frozen and will not work. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.